Manufacturer narrative:
Concomitant medical products: w1tr02 crt-p implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead pacing threshold had been rising for approximately one year and the pacing impedance had been increasing for more than one year. The ra lead was then checked a few months later and it was noted the pacing impedance was then high/undefined in both unipolar and bipolar configuration. The patient was referred for a lead replacement and a ra lead fracture was suspected. During the revision procedure, the physician capped the ra lead and replaced with a new lead. While attempting to connect the new ra lead to the cardiac resynchronization therapy pacemaker (crt-p), the physician could no longer get the wrenchto engage the setscrew of the device. The physician noted the wrench seemed to go through the grommet as expected, however, the wrench would not seat on the setscrew. The wrench was tried on the ventricular lead and no anomalies were observed. A second wrench was used to engage the atrial setscrew to no avail. The physician elected to replace the crt-p, as they did not believe there was an issue with wrench. No patient complications have been reported as a result of this event.